Manufacturer narrative:
Device was not returned for analysis of complaint that the pump had alarmed, and the screen had been blank, displaying "46822." No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Event description:
It was reported that the pump had alarmed, and the screen had been blank, displaying "46822." He had been instructed to open and close the battery door. The pump had powered on and had begun to alarm "remove and reattach cassette," displaying 0 ml before immediately transitioning to a "usb cable removed" alarm that had been unable to be cleared. He had been instructed to open and close the battery door for a full minute. The pump had powered on again, and the alarms had returned, indicating "remove and reattach cassette," followed by the usb cable alarm. He had then been instructed to open and close the battery door and to close the clamp on the tubing near the port. The medication label had been reviewed¿5fu, with a continuous rate of 3 ml/hr and vtbi of 138 ml. The pump alarmed stated to go off, the screen had turned red, and five different number sequences had been displayed as error codes. Patient harm had been unknown. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.